Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient experienced a burn-like skin reaction with itching, burning, rash, redness, inflammation, and blisters at the abdominal insertion site under the entire sensor patch area. He was prescribed fexofenadine (antihistamine) which helped with the itching. No additional patient or event information is available.